Event description:
It was reported this right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. No additional adverse patient effects were reported. Additional information indicates the lead was capped due to a continuously rising threshold.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 device codes. This supplemental report was created to capture additional information.

Event description:
It was reported this right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. No additional adverse patient effects were reported.